Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that the tip is not blunt but plastically deformed while use. We have to assume that heavy contact with hard bone may have caused the deformation. Therefore it was not possible for the surgeon to insert the screw easily. Reviewing the manufacturing- and material documents shows conformity as well. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the doctor observed a titanium matrix neuro screw with a blunt tip. The doctor was unable to insert the screw. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).